Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The root cause was determined to be the lid assembly.the customer received a replacement device to resolve the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.